Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm 5 (pressure out of range) occurred during the load process. The user successfully loaded a new cartridge and resumed insulin delivery. There was no impact to the user's blood glucose level.